Manufacturer narrative:
An event regarding size/fit issue involving a trident window trial was reported. The event was confirmed. The device was returned in used condition. Material analysis engineer indicated, "the observed damage is consistent with in-service use." A dimensional inspection was performed and the trial was found to be within specification. Medical records received and evaluation: not performed as medical records were not provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The reported event was confirmed as the returned instruments were assembled and found that the impactor protruded from the trial. A dimensional inspection was performed which concluded that the device was within specification. A full investigation has been performed on the impactor. If additional information becomes available, this investigation will be reopened.

Event description:
Our distributor reported that during a surgery the thread length protruding past the dome of the acetabular trial and implant of 54mm, and it was very difficult to implant. Seems that with other size of trial the problem did not occur.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Our distributor reported that during a surgery the thread length protruding past the dome of the acetabular trial and implant of 54mm, and it was very difficult to implant. Seems that with other size of trial the problem did not occur.